Event description:
It was reported to nuvectra that the patient experienced an allergic reaction from the antibiotics following a pocket site revision. During the revision, the stimulator was re-positioned due to charging and communication issues, as original implant was too deep and at an angle. The charging and communication issues have been resolved, and the patient is doing well.